Event description:
Reportable based on analysis made on 09nov2018. It was reported that connection issue occurred. An opticross imaging catheter was used to view the target lesion. However, inadequate connection occurred of the catheter. The procedure was completed with a different device of the same model. No patient complications were reported. However, returned device revealed a damage at the femoral marker in the sheath assembly. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that kinks in the sheath assembly from femoral marker to the proximal end and a damage at the femoral marker in the sheath assembly were noted. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced.